Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that back in (B)(6), the patient started to feel stimulation more towards her legs and the right side of her body and she needs stimulation in her low back. The manufacturer representative tried to reprogram the internal neurostimulator (ins), but stimulation was received in her ribs and then only on her right side arm and leg, not her low back as needed. After the reprogramming attempt the patient had an x-ray done and was seen by her doctor in (B)(6), wherein the doctor stated the leads looked okay. The patient indicated no known accident or incident related to this complaint. She is working with her health care professionals. Additional information has been requested, but was not available as of the date of this report.